Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02232. The pt received two 3146 scs model leads from the same lot number. It was reported, the pt's permanent procedure to implant her scs leads was extended approximately one hour. The physician experienced difficulty positioning the leads. After multiple attempts the procedure was successfully completed.